Event description:
Boston scientific received information in (B)(4) 2013 that this patient's monitoring system detected a red alert (high shock impedance). The local representative was made aware of the alert. No call was made to the clinic as the clinic was already aware of the situation. Subsequently, the local representative contacted boston scientific's technical services (ts) to report that the clinic was aware of the alert. However, when the data from the patient's monitoring system was reviewed, the alert was identified but there was no measurements that indicated a possible lead issue. According to the alert information, high impedance occurred on (B)(6) but the last reported value was from (B)(6). Ts informed the local representative that the device's 24 hour trend reporting window had not yet closed. Ts explained that daily measurements are recorded on a 21 hour clock and that trend reporting is done on a 24 hour basis. The out-of-range measurements was triggered and reported to the patient's monitoring system however, the 24 hour trend window was not closed. Therefore the actual oor value had not yet been stored and cataloged by the device. The local representative was providing assistance to the clinic. Ts suggested further troubleshooting options by bringing the patient into the clinic for a device check. The arrhythmia logbook could be reviewed for stored episodes that exhibited electrogram noise. Additionally, the patient could perform a patient initiated interrogation (pii) in order to view the actual oor value that triggered the alert. The local representative reported that no further troubleshooting was undertaken. The patient was contacted and a message was left by the clinic. The physician decided to continue monitoring the lead's performance. The physician felt that this measurement was not an issue and the occurrence was felt to be an outlier. No intervention was planned and the lead remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.